Manufacturer narrative:
Investigation summary: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Batch is unknown. It should be noted that tests performed by bd (B)(6) during production controls are related to the assembled device, without using syringe and plunger rod. Testing of combination product is out of scope for safety device manufacturing. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that bd ultrasafe passive¿ x-series needle guard syringe had a retraction issue. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: safety device does not activate as usually. One syringe is affected.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. PMA / 510(k) #: k011369, k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd ultrasafe passive¿ x-series needle guard syringe had a retraction issue. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: safety device does not activate as usually. One syringe is affected.